Event description:
Device malfunction: sheath failed to split. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the sheath failed to split completely. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.